Event description:
A customer contacted beckman coulter inc. (Bec) and stated that approximately 50cc of clenz was leaking from the coulter hmx hematology with autoloader analyzer. Material safety data sheet (msds) was not reviewed; however, it is readily available. The customer was wearing appropriate personal protective equipment (ppe) consisting of eye protection, gloves, and a lab coat at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse stated that the leak was caused by a popped off tube (pv43) which opens the drain path from low vacuum and waste chamber. The fse replaced the tubing, and the system was ran and passed. Startup and all qc passed. The root cause of the leak was due to damaged tubing. (B)(4).